Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that this spinal cord stimulation (scs) device was revised due to an unknown reason. No additional adverse patient effects were reported. The explanted device was discarded by the hospital per policy and was not returned for analysis.